Manufacturer narrative:
Implanted approx a year and a half ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post pro disc-c implantation level c4 - 5 approx a year and a half ago returned to surgeon. It was discovered the pt had a large herniation at level c5 - 6. It was noted at implantation the adjacent level had a small herniation. Pt was returned to operating room on (B)(6) 2011 and the prodisc-c was removed and the pt was revised to fusion with a stryker plate and screws. Surgeon noted nothing was wrong with the pdc; it looked fine and the placement was fine.